Manufacturer narrative:
The below excerpts from the device's info for use manual are given in the context of this report and as background. Intended use: the inogen one g2 oxygen concentrator is used on a prescriptive basis by patients requiring supplemental oxygen. It supplies a high concentration of oxygen and is used with a nasal cannula to channel oxygen and is used with a nasal cannula to channel oxygen from the concentrator to the patient. The inogen one g2 may be used in home, institution, vehicle, on an airplane and various mobile environments. Warning availability of an alternate source of oxygen is recommended in case of power outage or mechanical failure. Consult your equipment provider for type of back-up system recommended. Contraindications: warning this device is not intended to be life sustaining or life supporting.

Event description:
As reported to inogen per client services representative: the husband of the deceased reported that his wife's death was due to hypoxia as a consequence of equipment malfunction.